Manufacturer narrative:
The investigational analysis completed 1/30/2020. The device was inspected and the hemostatic valve was observed inside the luer hub. The friction ring was observed in place with no damage. A manufacturing record evaluation was performed, and no internal actions were identified. Customer complaint was confirmed. Root cause of valve dislodgement cannot be determined. However, this could be related to the procedure. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz smc, and the biosense webster inc. (Bwi) product analysis lab (pal) found the hemostatic ring. Initially it was reported the ablation catheters were unable to go into the sheath. The case was completed without the sheath. It was also reported that the generator displayed an invalid temperature reading. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The catheter never displayed a temperature on the smart ablate. Initially the cable was replaced to make sure it wasn¿t just a cable issue. We were unable to come on ablation because there was no temperature listed. Replacing the cable did not resolve our problem so the catheter was replaced and had no further issues. No adverse patient consequences were reported. The observed obstructed sheath and no temperature reading issues has been assessed as not MDR reportable. On 12/16/2019, the bwi pal received the device for evaluation. Upon initial inspection, the hemostatic valve appeared dislodged inside the hub. The lure hub assembly, brim cap, and friction ring were observed in tact, with no damage. The initially observed obstructed sheath has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. During a second visual inspection on 1/20/2020, a dislodged hemostatic valve was confirmed. The hemostatic valve appeared pushed inside the luer hub. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction as the device integrity was not maintained. The awareness date has been reset to 1/20/2019.